Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure (batch no. C40243) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone in 2013, fibroids, anemia, bradycardia, kidney stones, migraine, endoscopy, ovarian cystectomy (1991, 1992), dysfunctional uterine bleeding, uterine bleeding, uterine bleeding, pelvic pain, muscle cramps, scoliosis, abdominal pain, backache, breast pain, chest pain, dizziness, foot pain, low back pain, vomiting, nausea, nephrolithiasis, palpitations, pre-syncope, flank pain, shortness of breath, tension headache, vomiting, uterine dilation and curettage and lithotripsy renal. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems"), myalgia ("muscle pain"), joint stiffness ("joint stiffness"), bladder pain ("bladder pain"), dysmenorrhoea ("severe dysmenorrhea"), night sweats ("night sweats"), depression ("depression"), disturbance in attention ("lack of concentration"), memory impairment ("memory issues"), insomnia ("insomnia"), alopecia ("severe hair loss") and dysuria ("painful urination") and was found to have blood urine present ("blood in urine"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, myalgia, joint stiffness, blood urine present, bladder pain, dysmenorrhoea, night sweats, depression, disturbance in attention, memory impairment, insomnia, alopecia and dysuria outcome was unknown. The reporter considered alopecia, bladder pain, blood urine present, depression, disturbance in attention, dysmenorrhoea, dysuria, genital haemorrhage, insomnia, joint stiffness, memory impairment, myalgia, night sweats, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: it was reported that having 2 to 3 trailing coils bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: left small follicles seen 10 x 7 , 11 x 10 , 9 x 8 mm. Free fluid in left adnexa. Bilateral micro inserts seen.; on (B)(6) 2015: appropriately placed essure bilaterally.. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- pelvic pain , dysuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff's fact sheet received: new event medical device removal added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.